Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: guide wire separation requiring medical intervention. Device issue: guide wire separation. It was reported that the guide wire had a clean break (separation) at around the bifurcation. The guide wire tip had to be retrieved with a snare device. The guide wire was discarded. No add'l event or patient info is available.

Manufacturer narrative:
During processing of this complaint, product performance group attempted to obtain complete event info, including patient info and patient status from the hospital, field contact or distributor. Results and conclusion summation - historical data shows that guide wire damage of this nature may happen when the shaping ribbon, the core, or the hypotube joint is subjected to tensile or torsional loads beyond its design limits causing the tip to detach. A guide wire being over pulled or over torqued would require the tip to be trapped within the anatomy or another device in order to create the required forces to damage the guide wire as described. In a peripheral procedure, it might be easier to kink the hypotube area due to less support and extra care should be taken to avoid kinking to hypotube joint. The guide wire was not returned; therefore, a definitive root cause cannot be determined.